Event description:
It was reported that the patient with this implantable pacemaker device experienced intense chest pain, palpitations and heard a clicking sound in the heart. Boston scientific technical services (ts) referred patient to the physician. This device remains in service. No adverse patient effects were reported. Additional information indicated that his device was explanted due to unknown reason. No new device was implanted. No additional adverse patient effects were reported. The device was returned for analysis.